Manufacturer narrative:
(B)(4). Concomitant products: m/l kinectiv neck: catalog#: 00784802300, lot#: 62971860. Continuum vivacit-e poly liner: catalog#: 00885201036, lot#: 62699876. It has been indicated that the product will not be returned to zimmer biomet. Review of complaint history determined that no further action is required as no trends were identified. DHR was reviewed and no discrepancies were found. Upon the review of operative notes received, the reported event was confirmed; however, the root cause was unable to be determined, as the device was not returned for evaluation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 1822565-2016-00558 and 1822565-2017-01932.

Event description:
It was reported that patient underwent a revision procedure approximately 12 months post-implantation due to pain and acetabular loosening. During the procedure, the acetabular screw was also noted to be loose. No additional patient consequences were reported.